Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "tube tops coming off for cat 367960."

Manufacturer narrative:
H.6. Investigation summary mat: 367960; lot: unknown. No samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "tube tops coming off for cat 367960."